Event description:
It was reported the stimulator kept shifting in the device pocket after the patient lost weight. The patient experienced extra discomfort and pain at the stimulator site. The stimulator was replaced. The patient recovered without sequela.